Event description:
Event description guidant received information that this implantable lead administered a shock while the patient was on the commode. The electrogram displayed noise on the ventricular channel which could not be reproduced. The noise caused an inappropraite shock and pacing inhibition. The patient was post av-ablation procedure. An invasive procedure was performed and the lead was checked for a loose set screw and possible reversed defibrillation plugs in the header. No issues were discovered. The lead was explanted and replaced with another guidant model. The distal port setscrew was malfunctioning, and the device was explanted and replaced.